Manufacturer narrative:
(B)(4) . The device was serviced on-site. The device was visually inspected and functionally tested. The reported condition of an f-66 alarm was confirmed in the alarm log. The cause of the reported condition was due to a blown fuse. To correct the issue the fuse was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow-up MDR will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-66 alarm. There was no patient involvement. Additional information was requested and is not available.